Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer and cubie failure occurred in which the drawer and cubies repeatedly failed even after storage space recovery was performed. The customer reported that all cubies were physically intact within the drawer bus assemblies, however, the system continued to display failure messages and would not clear, preventing further action. Technicians had to shut down the pyxis unit twice before the failed drawer and cubie were finally restored. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.